Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, patient experienced a loss of connection. Reportedly, the pediatric patient was using an adult receiver. No additional patient or event information is available. Labeling indicates: the dexcom system is not approved for use in children or adolescents, pregnant women or persons on dialysis. Labeling indicates: the dexcom system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes. However, a root cause for the reported inaccuracy cannot be determined.